Event description:
The service repair technician reported that during routine testing of the device at the service center, the o-ring was missing from the electronic patient gas system (epgs) unit. The o-ring is part of the oxygen line. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) performed a 2-year electronic patient gas system (epgs) reconditioning on this unit. The o-ring was replaced and the unit operated to manufacturer specifications, which was returned to clinical use.